Event description:
It was reported that a transfer set came apart which resulted in a system error 2240 (air in line/set) alarm. This occurred during drain six of six of peritoneal dialysis therapy; the patient was connected during therapy. Renal therapy services advised the patient to contact their nurse regarding the issue. Proper procedures per the user manual were reviewed with the patient. There was no patient injury; however, the patient received prophylactic antibiotics as a precautionary measure. No additional information is available.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable transfer set was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a transfer set separation was reported, which is known to cause this alarm. The cause of the separation could not be determined. Should additional relevant information become available, a supplemental report will be submitted.